Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The device exhibited far-field r-wave oversensing on the atrial channel. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.